Event description:
The caller alleged discrepant results when compared with the lab results reported. The caller alleged discrepant results when repeated the test. The test results are as follows: 5, 1, 3. The patient was administered vitamin k and condition is stable.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: as per internal procedure rev.2, the inratio value cannot be determined. The product will be investigated. Also, the patient repeated the test using the different finger the results are as follows: 5,1, 3. Average: 3, stdev: 2, %cv: 66.67. As per the internal procedure rev.2, the %cv is greater than 20%; the product will be investigated. Also, the patient went to emergency and was administered vitamin k. The patient is in stable condition. This is an adverse event.